Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that after a remote transmission the clinic had called the patient and indicated that the patient's right ventricular (rv) lead needed to be replaced. The lead had low impedance, an insulation breach, oversensing showed non-sustained ventricular events that were determined to be false, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.